Event description:
An endurant bifurcated stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. The aneurysm size was not reported. Vessel morphology was reported as there was no tortuosity and mild calcification. It was reported that a standard evar procedure with no intraoperative or device deployment complications using an endurant aui was performed. During the final angiogram/run, there was a significant unk endoleak at the taper level of the aui. (MFR report# 2953200-2011-01691) the physician did further film review/eval and determined no proximal type I endoleak. The physician stated that this was unlikely a type ii endoleak therefore; the physician has a strong suspicious this may be a type IV endoleak. The physician elected to re-line the aui device with another (B)(4) (MFR report# 2953200-2011-01692) which slightly improved endoleak, but was not completely resolved. There was also an endoleak noted at the native aortic bifurcation level within the iliac limb extension; a limb was used to repair the endoleak. (MFR report# 2953200-2011-01693). No add'l clinical sequelae were reported, and the pt is fine. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
(B)(4) (endoleak). (Unk cause of endoleak).

Event description:
Films were received and their evaluation was completed internally. Films at implant show a likely type IV endoleak near the mid-length of the aui (right side), and also near the distal aorta (left side). After relining with another aui the endoleaks are somewhat reduced, but still visible. The cta performed three days post stent graft implant there were no obvious endoleaks present.

Manufacturer narrative:
(B)(4).